Manufacturer narrative:
Continuation of d10: product ID 041828. Product type accessory product ID 309201 lot# 60385469 . Product type screening device product ID 306001 lot# 60359833 product type screening device product ID 041828 . Product type accessory product ID 309201 lot# 60385469 . Product type screening device product ID 306001 lot# 60359833 . Product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 309201, serial/lot #: u nknown/60385469, ubd: 26-jul-2023, UDI#: (B)(4) ; product ID: 306001, serial/lot #: unknown/60359833, ubd: 05-apr-2024, UDI#: (B)(4). H3 analysis information pli# 10 product ID# 309201 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the body of the lead was stretched. Analysis identified that the distal end of the lead was stretched. Analysis information - pli# 20 product ID# 306001 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the body of the lead was stretched. Analysis identified that the distal end of the lead was stretched. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when attempting to slide the lead into the foramen needle, physician found the needle to be blocked. The tip of the lead became dislodged and slipped off the stylet. The doctor attempted to reseat the lead onto the stylet. Doctor placed pink tip stylet through the needle again to attempt to clear possible occlusion. Pink tip stylet able to pass through, but lead still unable to glide into the needle. This occurred twice with both leads before the doctor used a different foramen needle and was able to successfully place a third undamaged lead through the foramen needle. The cause was unknown.